Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
Following an implant, it was reported the patient experienced a burning sensation from their device. High impedances or >3,600 ohms were also reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.